Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an amplatz guidewire, the exterior coating of the guidewire unraveled. Reportedly, the core wire remained in tact. The procedure was completed with this device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
Analysis of the returned amplatz guidewire revealed that the distal tip of the device was severely elongated and unraveled. Additionally, the device presents a fracture at 144 cm from the proximal section. Analysis of the failure concluded that the event occurred due a tension overload, related to the manner in which the device was handled during the procedure. Therefore, operational context contributed to this event.